Event description:
While administering insulin to a pt, clinician received needlestick injury. Clinician had an exposure with a positive hiv source pt. Clinician currently completing prophylactic treatment.